Event description:
It was reported that during movement of the anaesthetic machine one of the wheels came off and the device tilted, hitting the nurse who was pulling the machine at her arm. On request, it was additionally reported, that the nurse suffered a temporary swelling that has disappeared in the meantime. There was reportedly no medical intervention required.

Manufacturer narrative:
The investigation is ongoing. We will provide results in a separate f/u report.